Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined in this case, it is possible a needle deflection occurred preventing the plunger from being fully depressed against the handle; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. E1: facility name - department of cardiovascular surgery, (B)(6) hospital.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss occurred, when the plunger was pulled out, the suture was not attached. A new prostyle was used, there was resistance with the plunger, preventing the plunger from being fully depressed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.